Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative replaced the mobile view station (mvs) interface cable and rear cab breakout. The imaging system then passed the system checkout and was found to be fully functional. The suspect interface cable and rear cab breakout were returned for evaluation, however results are not yet available.

Event description:
Medtronic received information regarding an imaging device. It was reported that while boot the image acquisition system (ias) the pendant on the device shoed a critical battery failure. This was observed outside of a surgical procedure. No patient involved.

Manufacturer narrative:
The rear breakout panel for the imaging system was returned to the manufacturer for evaluation. Testing found that a board on the unit was electrically overstressed and a line filter pin was loose. The interface (umbilical) cable was returned tot he manufacturer for evaluation. Testing found that the terminal connector for the ground ring was damaged. The cable was noted to pass functional testing.